Manufacturer narrative:
(B)(4).

Event description:
It was reported that "[physician] called to report two broken deflux syringes during use. One of the deflux cut the right index finger of a physician. The patient was a child; procedure was bladder neck bulking. A deflux metal needle was in use. The patient was under general anesthesia. The procedure was able to be completed with additional deflux syringes." Two syringes involved. Associated mdrs: 3014909464-2026-00067.